Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited loss of capture the morning after implant. An x-ray was performed and found pericardial effusion and suspected perforation. The lead was repositioned on (B)(6) 2021. The perforation was mild and did not require further intervention. There were no patient consequences.